Manufacturer narrative:
Age at time of event: exact age is unknown, patient was reported to be in their fifties. (B)(4) - the reported stent migration. Anticipated procedural complication. A ship history review identified three lots that were supplied to the customer prior to the reported event. A device history record review for each lot confirmed that they met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stent migration is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During the procedure the stent assisted coil embolization of a basilar tip aneurysm, the coil had become knotted at the end and could not be withdrawn into the microcatheter. As the coil and microcatheter were being withdrawn as one unit, the coil became entangled on the stent and the stent was pulled down into the left vertebral artery. The physician was able to release the coil from the stent and the coil was removed. The physician placed a further two stents and completed the coil embolization via the right vertebral artery. The stent in the left vertebral artery had good flow through it and there was no reported clinical consequence to the patient.